Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic. Far r-wave oversensing causing inappropriate mode switching was noted. The patient will be monitored.